Manufacturer narrative:
The device was returned for analysis. The reported difficulty advancing the guide wire was not confirmed. Loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. The leak from the guide wire exit port was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The missing seal valve was concluded to be related to a potential product quality issue. The treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional coronary procedure. The first device was deployed and the sutures were successfully preplaced; however, when trying to put the guidewire back in, it was noticed blood coming out of the guidewire exit port. Therefore, the guidewire could not be advanced and arterial access site was lost. Since the sutures of the one proglide device were successfully pre-placed, the operator used the sutures to close the hole. A new access site was obtained and successfully carried the procedure and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.